Event description:
It was reported that catheter issue occurred. The patient presented for a percutaneous coronary intervention to the left main artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation flushing, no saline flow was observed from the catheter, and resistance was noted. Air was observed within the catheter lumen. The device could not be flushed and was therefore not usable. The procedure was completed with another of the same device. There were no patient complications.